Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 04/14/2009 and placed into service on 06/13/2009 with battery pack serial number (B)(6). None of the batteries mentioned that depleted quickly (206271385, 206211982 & 206260859) are in this device history and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED battery pack was depleted.